Event description:
Had lasik surgery in 2007 and it took my eyes a long time to heal, and were excessively dry. I was immediately impaired from driving at night or in fog, or severe pain or cloudy times. In the dark I am completely blind as to what and where can see and driving I am completely in a glare forever. It was suggested by the dr to wear sunglasses at night but that doesn't help. Had I been told and completely understood at a young age of (B)(6) I would never be able to drive at night I wouldn't have done the procedure.